Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door would not lock. A field service engineer performed a shutdown and restart procedure, and the refrigerator recovered. Then the fse shut down both the refrigerator and the medstation and restarted them in the correct order. The network cable between the station and the refrigerator was checked, along with the screen and internal light. The refrigerator was tested using the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator smart remote manager door had failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.